Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report and final investigation results. Corrected field: d4 -model, serial number, UDI, h4 the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the lithotripsy transducer was not working. This event occurred during a cat-1 procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.